Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The shaft is buckled at the proximal markerband and 3mm from the proximal markerband. There is a pinhole in the balloon 7mm from the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was performed with a different balloon catheter. Subsequently, a stent was implanted and after blood flow recovery was confirmed, the procedure was completed. No patient complications nor injuries were reported.